Event description:
Reporter alleged blood glucose measured 242 mg/dl so customer went to the doctor as a result. Customer stated their meter read 300 mg/dl at 4:40 pm compared to the doctor's measurement of 125 mg/dl when testing was performed at the same time. Customer indicated on a different day, meter read 28 mg/dl back to back with a result of 190 mg/dl when testing was performed one minute apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product product was sent.